Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high magnesium (mg) result produced by the unicel dxc 600i synchron access clinical system. The original result was 6.63mg/dl which repeated at 2.19mg/dl. The erroneous result was reported outside the lab. There was no impact to pt treatment with regards to this event.

Manufacturer narrative:
The sample type was serum. Qc was recovering low around the time of the event. Service visited and replaced the sample probe and sample mixer wash collar. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.